Event description:
During a routine device exchange procedure to address normal battery depletion, the non-abbott right ventricular (rv) lead was unable to be removed from the header of the device. The rv lead was cut in order to successfully explant and replace the device. The patient was in stable condition.